Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record.   Product return status 1 device was not available for evaluation. Product not returned.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a broken cutting accessory still attached. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received. Evaluation status: 1 device evaluation is in progress. Additional information: 1 device is not labeled for single-use, 1 device was not reprocessed and reused.

Event description:
This report summarizes 1 malfunction event in which the device had a broken cutting accessory still attached, 1 event had patient involvement; no patient impact.